Event description:
It was reported that during a coronary artery stenting treatment procedure, the catheter stuck on the wire. The target lesion was located in an unspecified vessel. The lesion was successfully predilated. However, when advancing a 28x3.5mm liberte stent delivery system (sds) the device became entrapped on a non-bsc filter wire. The sds locked on the wire before entering the patient and the device had to be removed as a unit. Once the filter wire was outside the patient the devices were separated and the same filter wire was used a new sds to complete the procedure. There were no patient complications and the patient's current condition is listed as 'good'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary artery stenting treatment procedure, the catheter stuck on the wire. The target lesion was located in an unspecified vessel. The lesion was successfully predilated. However, when advancing a 28x3.5mm liberte stent delivery system (sds) the device became entrapped on a non-bsc filter wire. The sds locked on the wire before entering the patient and the device had to be removed as a unit. Once the filter wire was outside the patient the devices were separated and the same filter wire was used a new sds to complete the procedure. There were no patient complications and the patient's current condition is listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed damage to the shaft, tip and catheter. The tip and the shaft lumen near the tip were damaged and bunched up approximately 0.05cm. Also, part of the non-bsc guidewire was returned inside the tip lumen. Although the outer diameter of the returned guidewire suggests the devices were compatible, the extensive damage to the sds prevented dimensional and functional testing. There was contrast visible in the distal and midshaft indicating that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).